Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of zero ohms. Upon review, these measurements were not able to be reproduced while troubleshooting and with isometrics. It was suspected that there was insulation damage on this lead. Technical services (ts) recommended to have the lead revised and perform further evaluation. The physician plans to continue monitoring for next few months and have the patient seen in clinic soon. This lead currently remains in service. No adverse patient effects were reported.